Manufacturer narrative:
This report is submitted on december 20, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use subsequently the device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is filed on february 11, 2019.